Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the cx and rca for target lesion treatment. It was reported that a grade e dissection occurred in the lad post balloon pre-dilation. The dissection was not caused by a medtronic device. Four resolute onyx des were implanted in the lad to treat the dissection. The patient recovered. The investigator assessed the event as not related to the index device or antiplatelet medication. Sponsor assessed the event as not related to the antiplatelet medication, but possibly related to the device.

Manufacturer narrative:
During index procedure three stents were implanted, two in rca and one in cx. Dissection occurred in the lad post pre-dilation and was treated with 4 stents in lad. This dissection was not caused any of the three medtronic devices. Sponsor assessed the event as not related to the index device. If information is provided in the future, a supplemental report will be issued.